Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a non-medtronic 6fr 45cm sheath, 6mm spider fx guidewire and embolic protection during procedure to treat a little calcified fibrous lesion in the proximal superficial femoral artery (sfa) with 70% stenosis. The vessel was none tortuous. The vessel was not pre dilated but post dilated. IFU was followed. During procedure damaged components/broken flush port occurred. There was no resistance felt during advancement. The flush port on the catheter handle was not damaged. The component reported as damaged was plaque nose cone. It was reported that physician did seven initial passes with hawkone m across the lesion. Once full, physician retrieved hawk to flush out the nosecone. We readied the device to go back into the patient. After our second round of cuts, the thumb switch would not push all the way forward and the device would not packanymore. We tried rotating the device, pulling it back a bit, pushing on and off, yet still we could not pack the device. We retrieved the device out of the patient to attempt to re flush the nose cone of any residual debris that could be blocking the cutter. When flushing the flush tool, the entire nose cone and tubing ripped off. We aborted any more attempted atherectomy and went about finishing the case. The device was removed safely. The cutter was not able to pack and that is why it was being removed. After the atherectomy device was removed, we dilated with a 5x60 evercross and followed with a 6x80 inpact admiral. There was no patient injury.

Manufacturer narrative:
Image analysis the customer returned one image. The image shows a detached tip and a distal flush tool positioned over the distal end of a hawkone device. Product analysis the device was returned with the distal flush tool (dft) positioned over the distal end of the torque shaft the dft could not be retracted but a visual inspection showed that the tip detached adjacent to the anchor pockets medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.